Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. A picture of the broken device was received. Evaluation of other devices from this lot have shown that the electricity was shut down / interrupted during the annealing process, due to very heavy electric load shading during that time. A scar has been issued to the original manufacturer to correct this issue.

Event description:
In this event it was reported that a pair of palodent plus forceps broke at the tip; no injury resulted.